Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the optium xceed meter were reviewed and the dhrs showed the optium xceed meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer had initially reported a frozen display issue associated with adc device. Customer reported that due to a delivery issue involving the replacement product, customer was unable to test and therefore experienced a medical event. Customer experienced a sweating, loss of consciousness, requiring treatment of insulin injection via healthcare professional in the emergency of the hospital. There was no report of death or permanent injury associated with this event.